Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint could not be confirmed when the device is used correctly. A root cause could not be determined, however, use error is suspected. A review of the device history record and complaint database could not be performed since a lot number was not provided.

Manufacturer narrative:
The suspect device has returned for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
The account alleges that the planecta was leaking during use on the patient. No patient injury was reported.